Event description:
Fracture of zoom71 aspiration catheter during stroke mechanical thrombectomy. Patient taken for emergent mechanical thrombectomy. Thrombus notably resistant to treatment. Zoom71 stroke aspiration catheter used for primary treatment (aspiration, unsuccessful) and then used with stent retriever devices. During 3rd attempt with zoom71 device (second stent retriever attempt), on withdrawal, the zoom71 fractured inside the guide catheter and distal tip remained in patient's internal carotid artery. Ultimately, device was able to be withdrawn with guide catheter without retained product.